Event description:
It was reported that the intraocular lens (iol) was defective and explanted. The correspondence indicated that an iol of the same model and diopter was implanted. No further information was provided.

Manufacturer narrative:
Information unknown/ not provided, per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided, the date of the (B)(6) 2022 was written on the correspondence but it is unclear if it refers to the event date. Implant date: unknown/ not provided. Explant date: unknown/ not provided. Telephone number: (B)(6). First/given name: not provided. The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.